Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer was going to the range of 500mg/dl to 600mg/dl blood glucose level. The lowest value was in the range of 200mg/dl. Customer¿s current blood glucose value was 472mg/dl and treated with the pump. The drive support cap was normal. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.